Manufacturer narrative:
(B)(4). Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the operative report, the patient had aortic valve replacement in the year 2000. She had a 23 carpentier-edwards standard valve. She had progressive stenosis and understood the risks of stroke. A hemashield graft on end-to-side was placed for later perfusion. Once the valve was taken out, it could be seen that there had been an old abscess cavity. They had to reconstruct the annulus in order to place the valve. They used felted prolene sutures multiple in order to reconstruct the old abscess cavity. There was extensive debridement taking away all the pannus and removing multiple felt sutures. The valve was replaced with another edwards bioprosthetic valve. Furthermore, there have not been any allegations of a product malfunction.